Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices bumper tip profile. A row of struts at the centre of the stent were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the advancement of the device. The stent outer diameter (od) distal and proximal to the damaged region was verified to be within specification. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located at the severely tortuous left circumflex artery (lcx). A 6f non bsc guide catheter was engaged to the left main trunk (lmt). Then a guide wire was advanced and crossed the lcx. A semi-compliant balloon catheter was advanced for predilation of the lesion and a non bsc stent was deployed. However dissection was noted distal to the lesion so a 38 x 3.00 promus premier&#10259;tent was advanced. The device was able to advance through the mid portion of the recently implanted non bsc stent but failed to move further. The 38 x 3.00 promus premier&#10259;tent was removed from the patient and it was found out that the stent struts at the mid portion of the stent were lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located at the severely tortuous left circumflex artery (lcx). A 6f non bsc guide catheter was engaged to the left main trunk (lmt). Then a guide wire was advanced and crossed the lcx. A semi-compliant balloon catheter was advanced for predilation of the lesion and a non bsc stent was deployed. However dissection was noted distal to the lesion so a 38 x 3.00 promus premier¿ stent was advanced. The device was able to advance through the mid portion of the recently implanted non bsc stent but failed to move further. The 38 x 3.00 promus premier¿ stent was removed from the patient and it was found out that the stent struts at the mid portion of the stent were lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.